Event description:
It was reported that technical services (ts) was contacted to review a lead safety switch (lss) that occurred. Ts saw a switch from a bipolar to unipolar configuration due to a high, out-of-range pace impedance measurement of 2076 ohms on the right ventricular (rv) lead. Also noted was some small baseline noise on the rv channel, which was not oversensed. Programming options were discussed, and the device was reprogrammed to a unipolar pace, bipolar sense configuration for the rv lead. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).